Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided . A5: ethnicity: requested, not provided. A6: race: requested, not provided . D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: clinical engineer. G4: 510(k) no.: k130520. Appearance confirmation of the actual device upon receipt (visual inspection): no anomaly such as damage was found. The actual device, after having been rinsed and dried, was tested for the o2 transfer volume and co2 removal performance in accordance with the product inspection protocol. It met the factory's specifications. No anomaly was found. [Bovine blood conditions] hb: 12g/dl, temp.: 37°c., ph: 7.4, svo2: 65%, pvco2: 45 mmhg, [circulation conditions] blood flow rate: 6l/min and 4l/min, v/q:1, fio2: 100%, [o2 transfer volume] @6l/min:394 ml/min., @4l/min: 283 ml/min, [co2 removal volume] @6l/min: 313 ml/min., @4l/min: 246 ml/min. The manufacturing record and the shipping inspection record of the actual device found no anomaly. No other similar issue has been reported. Based on the investigation result, the gas transfer performance of the actual device after rinsing met the factory's specifications, and no anomaly was found in the manufacturing records. Regarding the cause of this case, the following factors were considered based on the information, but no abnormalities were found in the actual device after rinsing, and it was not possible to clarify the cause. It was inferred that rewarming stimulated the patient's metabolism, which increased oxygen consumption, causing a decrease in svo2 and a decrease in pao2. It was inferred that the contact between the blood and gas was prevented due to some factors (e.g., wet lung), therefore, even though the fio2 was increased, the pao2 did not increase, resulting in poor oxygenation. The instructions for use (IFU) (capiox fx25) indicates as follows regarding the gas transfer failure: "start gas supply with v/q=1, and fio2=100%, then make adjustments based on blood gas measurements." "Measure blood gases and make necessary adjustments as follows. A. Control pao2 by changing concentration of oxygen in ventilating gas using gas blender. To decrease pao2, decrease fio2. To increase pao2, increase fio2. B. Control paco2 by changing the total gas flow. To decrease paco2, increase total gas flow. To increase paco2, decrease total gas flow." "A phenomenon called wet lung may occur when water condensation occurs inside fibers of microporous membrane oxygenators with blood flowing exterior to the fibers. This may occur when oxygenators are used for a longer period of time. If water condensation and/or a decrease in pao2 and/or an increase in paco2 is noted during extended oxygenator use, briefly increasing the gas flow rate may improve the performance. Increase gas flow rate, to 20l/min for 10 seconds. Do not repeat this flushing technique, even if oxygenator performance is not improved." "Upon patient rewarming, adjust o2 concentration, gas flow rate and blood flow rate by increasing them as needed based on an increase in patients' metabolism. Failure to adjust the gas supply and the blood flow rate appropriately may cause insufficient o2 supply needed or the amount of the patient's gaseous metabolism." Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo medical corporation received the following reported information: after an emergency percutaneous coronary intervention (pci) was performed, an anomaly with the mitral valve was found on the patient with intra-aortic balloon pump (iabp). Therefore, extracorporeal membrane oxygenation (ECMO) was introduced, and an emergency mitral valve regurgitation (mvr) was conducted. After rewarming, po2 of the outport could not maintain 200 mmhg with fio2 100% and the oxygenator was exchanged. The cr filter of the reservoir was subsequently blocked, and the oxygenator could not be retained, moving on to ECMO and finishing the open-heart surgery. Although the ECMO circuit was replaced, it was not possible to keep circulation, resulting in the patient's death. According to the comment from the hospital, since the condition of the patient had not been good, they do not believe the gas transfer failure of the oxygenator directly affected the patient's death.